Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon occurred due to the failure of printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, osmc surmised that the reported phenomenon was attributed to the failure of the printed circuit board, which might be caused by the accidental failure of the components on the printed circuit board because similar event was not tendency of to be frequent occurrence. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the power supply of the subject device was unstable. During the incoming inspection for repair at olympus service operation repair center (sorc) it was found that the subject device could not be turned the power on. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.